Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide unraveled.

Event description:
The customer reports the guide unraveled.

Manufacturer narrative:
(B)(4). Lot# corrected to 71f18d1895. Expiration date corrected to 31-dec-2022. Date of manufacture corrected to 04/2018. Customer returned a lid stock for evaluation. The actual sample involved in the complaint was not returned. A device history record review was performed on the lot number printed on the returned lid stock and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.